Event description:
(B)(4) information was received from a consumer (con) and company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for non-malignant pain. It was reported that the patient reported hearing a two-tone alarm from the pump overnight and only heard it three times and felt like they were about 15 minutes apart. The rep checked the logs and there were no recent logs indicating an alarm occurred. There was no active alarm showing on the home screen. The rep confirmed the critical alarm interval was programmed to ten minutes. The rep played the alarm for the patient and they felt that was the noise that they heard. The patient stated they also felt the pump vibrate when they were hearing the alarm. The patient had no symptoms. It was recommended that the patient keep a log and keep rechecking pump logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the pump alarming/vibrating was not determined. It was reported that the alarming resolved on its own and the patient's logs were checked and nothing was reported in the logs. No motor stall was reported.